Manufacturer narrative:
(B)(4). The device was received with the top jaw is missing and the I-blade is split. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. A possible cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, while cutting through very thick tissue the surgeon had difficulty opening the jaws. The device was passed off to the scrub tech to be cleaned and while the tech was cleaning the device the top portion of the jaw broke off. No part of the device fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.